Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected e/a alarm unspecified anomalies noted. No unexpected failed batt test anomaly noted. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down buttons of insulin pump had to press harder and had grinding noise during priming and rewinding. The customer stated that battery compartment had crack and had to change batteries less than seven days. Customer reported that insulin pump received letter codes and no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.